Event description:
It was reported that during a preventive maintenance, the device did not charge defibrillation energy. After pushing the charge button, the device displayed the message switch off. It was also reported that the device had the service indicator on because multiple event codes indicating a failure of the therapy pcb assembly had logged in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Then he replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.